Event description:
The customer's mother reported via phone call that the insulin pump is suspending on its own. It was stated that the insulin pump suspended during the rewind process. It was also stated that this event has occurred several times. The auto-off feature was turned off. A self-test was ran on the insulin pump and it passed. The customer's blood glucose reading was 19.2 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.